Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak froma transfer set. Subsequently, the patient developed peritonitis. The event occurred during use. The location of the leak was unknown. The cause of the leak was not reported. The patient was hospitalized or the peritonitis for two weeks. Treatment for the event was unknown. The patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.